Event description:
A report received from the USA stated that an 840 ventilator failed a breath delivery unit (bdu) background test which rendered the unit inoperable. No patient involvement was reported. No additional information is available at this time.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse replaced the expiratory pressure transducer and expiratory auto-zero solenoid. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).